Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a polypectomy procedure (date performed unknown). According to the complainant, a piece of metal from the snare fell off inside the patient and landed next to the polyp. The metal was retrieved, but it is unknown which device was used to retrieve it. It is also unknown if the procedure was completed. The complainant indicated that no further information is available.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.